Event description:
It was reported this was an arteriotomy closure of a common femoral artery using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) procedure. The sutures of two proglide devices were successfully pre-placed. The tavr procedure was completed. Reportedly post-procedure, the knot on the second suture was advanced with the suture trimmer using excessive force. Reportedly, hemostasis was achieved with the pre-placed sutures, but the excessive force advancing the second knot caused a hematoma and arterial failure [tissue/vessel damage]. Surgical intervention was done to repair the damage. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. It was reported post-procedure, the knot was advanced on the second suture with the suture trimmer using excessive force. A hematoma occurred that caused arterial failure and surgery was required. It should be noted that the perclose proglide instructions for use (IFU), states: secure the knot again by gently pulling on the white tipped non-rail suture limb. Do not apply excessive pressure to the suture. It is unknown if the IFU violation contributed to the reported event. The subsequent treatments appear to be related to procedure circumstance. The reported patient effects of hematoma and tissue injury are listed in the perclose proglide IFU as known adverse events associated with use of suture mediated closure devices. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.